Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed, before the pod was activated. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. No evidence of typical user-device interaction was observed after the completion of second prime. While no damages were observed that would result in a needle mechanism failure, it could not be determined exactly when the needle deployed. The cause of the reported needle mechanism failure could not be determined. The bottom housing vent was observed to be damaged. The timing and cause of the observed vent damage could not be determined.